Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 267 mg/dl. Reportedly, the infusion set tubing was in the customer's pocket. The customer removed the infusion set tubing from the pocket and resumed insulin delivery on the pump. The customer declined assistance from tandem technical support regarding the reported issue.